Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be leak on the blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The user complained that the unit would not pass the flow sensor test. I found the unit with water in the flow sensor line, near the connections at the machine (note: they are not using the hamilton flow sensor). I thought this was the cause of the issues. Using my test flow sensor, the unit passed the calibration in user mode. I decided to check in service mode just in case. The unit is not producing a rinse flow. Zero flow, no bubbles! Also failing the autozero test.